Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac region performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 01-apr-2025. Q1: what was the reported device issue? A1: the led light of the endoscope did not illuminate during the procedure. Upon return and inspection by the repair engineer, it was found that the scope could not be connected. Q2: did the event result in the interruption or abortion of the procedure? A2: yes. The procedure was interrupted and not completed due to the device issue. Q3: was there any harm to the patient? A3: no. There was no injury or harm to the patient. Q4: was the patient scheduled for a re-examination or follow-up procedure? A4: no. As the hospital only has one endoscope, the procedure was not re-attempted, and no re-examination has been scheduled at this time. Q5: what is the current status of the patient? A5: the patient experienced no harm, but the examination was not completed. The schedule for a future procedure remains undecided. Q6: what was the cause of the device malfunction? A6: the led light failed to turn on during use, and the scope was later found to be non-connectable upon technical inspection. The exact root cause is under investigation. Additional information: the scope failure occurred at a hospital where only one unit was available, making it impossible to proceed with or reschedule the procedure. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 19-mar-2025, pentax medical became aware of an event involving a model: eg29-i10c, serial number: (B)(6) video gastroscope within china in the apac region. During an endoscopic procedure, an issue occurred in which the led of the endoscope failed to illuminate. The patient was waiting for the procedure, but the facility was unable to resolve the issue. Upon confirmation, it was found that the facility had only one endoscope, and the procedure could not be performed using an alternative endoscope. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is led does not light up. A DHR review was performed for the affected serial number of the product and no deviation or non-conformance was noted. Based on the investigation, a potential root cause of this failure is the led was damaged due to shock or vibration during shipping. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 06-nov-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 17-nov-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.